Event description:
It was reported that approx seven weeks post op after surgery using infuse bone graft/allograft bone/posterior fixation, pt had "complaints." It was reported that a CT guide needle aspiration of approx 30 cc of serous fluid pathology showed numerous wbc, no bacteria, no organisms. It is unknown if the infuse bone graft contributed to the reported event.